Manufacturer narrative:
Implant region 26 fractured. Construction was a bridge placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant caused due to incorrect placement of the crown during assembly.

Event description:
Implant fracture.

Event description:
Implant fracture.